Event description:
Reported that the patient's seizure activity required hospitalization. It is unknown whether the seizures were above or below pre-vns baseline. Good faith attempts for additional information and diagnostic history have been unsuccessful to date.